Event description:
No additional information

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 2411099, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported incident. Retained samples from the same lot were used for additional evaluation. All product was visually inspected, no damage was identified in any of the luers or syringe tips. Functional evaluations were performed, connecting and disconnecting the syringes from a mating device, no issues were observed during these evaluations. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedure, no issues related to the reported incident were identified. Based on our quality team's investigation, we cannot identify a root causes related to our manufacturing process at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
Description/event details: the neuro-interventional radiology department has reported an incident involving a syringe, reference 300865, batch 2411099. ¿the screw thread of the syringe breaks in a y-shaped valve¿. The defective medical device has been kept, as has the y-shaped valve. We are awaiting receipt at our premises. Additional information 1. Was the device being used on/in the patient when the problem occurred? Yes 2. Was the patient or user injured? No 3. Could you indicate the date of the event? 27/02/2025.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.